Event description:
Difficult foley catheter removal. Patient was in significant pain with removal of the foley catheter and it was found to be defective. The tip formed a rim when the balloon was deflated, instead of completely flattening out as normal.